Event description:
A cartridge alarm 30 was reported during the pumping process. There was no reported adverse impact on customer's blood glucose level. Technical support decided to replace the pump, instructing the customer to switch to multiple daily injections (mdi) as a backup therapy.